Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, there was an issue with the keypad light-emitting diode (led) located on the device. The device¿s front panel \ keypad led pca needs to be replaced to address the issue. The device was returned unrepaired per customer request.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, there was an issue with the keypad light-emitting diode (led) located on the device. The third-party service center investigation is still on-going. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue regarding the front panel.